Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would frequently alarm a replace battery now without a low battery warning and the insulin pump would shut off. The customer reported the insulin pump was not responding anymore even after installing a lot of new batteries. The customer¿s blood glucose level was 9.1 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and selftest. The power management graph indicated connector resistance issue. No unexpected low battery alerts noted during testing or in the pump history file. No battery power loss anomalies or blank display anomalies after battery insertion. Multiple unexpected replace battery now alarms noted in the pump history file due to connector resistance issue. Connector on printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and corrosion in battery tube.